Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called in to report a large air bubble in the reservoir that was blocking insulin flow. The customer's blood glucose level was unknown. It was reported that the customer had used both room temperature insulin and cold insulin. The customer had also rewound the insulin pump with the reservoir in place. The customer followed troubleshooting and was able to successfully clear the air bubble. The customer's supplies were replaced, but nothing was returned.